Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested but not yet provided.

Event description:
The v60 ventilator stopped providing ventilation and alarmed. The ventilator was restarted and showed a backup alarm failed, and auxiliary power supply failure and 35v power failure. This (B)(6) year old patient was admitted on (B)(6) 2017 and found to have a "conscious disturbance" at 19:30. The patient was rescued as he had no response when being called. The patient was immediately placed on another ventilator. The patient expired at 20:27 for unsuccessful rescue.

Manufacturer narrative:
Date of this report: 19sep2018. Date received by MFR: 25jan2018. Correction: the following information was inadvertently omitted from the initial MDR submitted on january 25, 2018: the device was repaired and an auxiliary power supply failure was found. The power management board was replaced. The unit was repaired and is back in service.